Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the angio-seal collagen was inserted, no locking sound was heard when the anchor was deployed, which was unusual. The physician, however, continued the procedure as usual and heard a locking sound when the carrier tube was fit into the insertion sheath. After that, since the anchor was deployed, the device/sheath assembly was attempted to be withdrawn by applying tension, but the device/sheath assembly was not be able to be withdrawn at all. When the physician tried to pull the device/sheath assembly, the patient was in pain. Therefore, the anchor and collagen were removed by surgical treatment. It was revealed that the half of the anchor was stuck in the proximal side of the puncture site and the other half was on the distal side, which was in the vessel lumen. Since the anchor was stuck in the vascular tissues, the patient was in pain. The procedure before deploying the device was removing a cerebral thrombus. A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was about 8 mm. There was no other equipment or devices being used with the reported product. The patient was in pain but the patient was recovered. Hemostasis was successfully achieved by surgical treatment. Additional information was received 15october2019: the estimated blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.